Manufacturer narrative:
(B)(4). Bowel disorder. Fatigue. Ambulation difficulties. Dyspareunia. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient stated that erosion started in 2009 and her first operation took place on (B)(6) 2009 and has had nine further surgeries and still undergoing investigation. The patient experienced nerve damage, bowel disorder and chronic fatigue. The patient has been unable to walk for very short distance and has no sex life. No further information was provided.